Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was determined to be fully operational. The system passed a system checkout and no issues were discovered. A software analysis was initiated. The issue could not be replicated. The system was performing as intended. The issue was likely caused by a resident leaning on the registration frame, and also the patient moving during procedure.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by an hour and a half. It was reported that the CT scan for the procedure was not good at all. The site only got 55 slices and 65 slices but had no other scans to use. The scan had the nose and ears cutoff. Site registered, and it seemed accurate. The site draped and a little into the procedure there was a substantial inaccuracy of greater than 10 mm. A resident leaned on the registration frame, the patient also moved during the procedure. The site attempted to re-register but were not successful. The surgeon was going to continue the case in the CT suite. The surgery was completed without navigation and there was no impact on patient outcome.